Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked battery tube threads, a missing end cap sticker and cracked display window.

Event description:
Customer reported issues with the insulin pump. Customer states that there is an alarming insulin pump. Customer also states that the insulin is squirting out of the insulin pump. The blood glucose reading is 5.6 mmol/l. Nothing further reported.